Event description:
Customer reported that she stopped taking her diabetic medication because she couldn't get a reading from her freestyle freedom monitor due to receiving an error message. Customer reported feeling tired and having no appetite. The customer was taken to the emergency room for evaluation where she was diagnosed with severe hyperglycemia. The course of treatment at the hospital is unknown.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.